Manufacturer narrative:
On 31-aug-2015, a field service engineer (fse) was dispatched. The fse cleaned the incubator plate positions. The aia-2000 was functioning as intended and the error cleared. No further action required from field service. On 30-jun-2016, a field service engineer (fse) confirmed the reported 4020, spec z axis home overrun and error 2013, sample level detection error messages on the aia 360. The fse was able to determinme that the sample nozzle needed to be aligned. The fse replaced and aligned the sample nozzle, verified the sample level sensing and hand touch a/d, and modified the turntable cover for proper alignment to the test cup dispense position. The customer ran quality controls (qc) and all results were within accceptable range. The aia-360 was functioning as intended and the error cleared. No further action required by field service. The probable cause of the reported event was due to the sample nozzle needing to be replaced and aligned. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported getting the following errors: error 4020, spec z axis home overrun and error 2013, sample level detection, while operating the aia-3. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.